Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had lots of air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer stated that air bubbles at the start was champagne size bubbles but after half a day they got a big bubble and blood level had risen. The reservoir will not be returned for analysis.